Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7080291.

Event description:
It was reported that the patient experienced inadequate pain relief due to high impedances on the leads. Additionally, the lead was fractured but was not confirmed through an imaging. No further action will be taken at this time. The leads remain implanted in the patient and in use.